Event description:
A licox (kit containing cc1.p1 and the ip1 introducer) bolt was in place for several days when it became loose and was removed. Add'l info was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.